Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 700 mg/dl for treatment, the patient was put on various (IV) intravenous such as fluids, a unknown antibiotic and insulin. The patient was given diagnostic tests and a urinary catheter was put in place. The patient had a bladder and urinary tract infection, as well. The pod was worn on the arm, removed at the hospital and disposed of. No further details to report.